Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of black diamond micro forceps instrument had snapped out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black diamond micro forceps instrument was inspected prior to use with no damage to be noted. Surgeon was suturing when issue occurred. The were no issues with opening / closing of the grips; left / right (yaw) motion of the grips or up/down (pitch) motion of wrist before the wires broke. There were no cables visibly protruding from the distal end of the instrument. No fragments fell into the patient. Instrument was returned for isi evaluation. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the black diamond micro forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the black diamond micro forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint that the "cable snapped out". The instrument was found to have a broken grip cable at the distal end.